Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the back therapy electrodes that is burning an itching. Patient has an allergy to nickel. There was no alleged device malfunction. The patient reported showing the irritation to the physician and was instructed to continue using the repair cream. Patient reported that a relative recommended a benadryl, but did not. Patient reported he removed the device for some time as well as used a repair cream and taking allergy medicine and that the irritation had improved. Based on the low severity of the reported irritation, there is no indication of a serious injury.